Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. It was verified that the flow is out of specifications. The customer was given a the part number for the flow sensor module.

Event description:
The customer reported that the ventilator was failing the flow accuracy test. The ventilator was not in use on a patient at the time of the event occurred.